Event description:
It was reported that the armada balloon dilatation catheter (bdc) became stuck on the .014 balance middle weight (bmw) guide wire during advancement to the unknown below the knee lesion. The bdc and guide wire were removed together as a single unit. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The bmw guide wire referenced is being filed under a separate medwatch MFR number. Evaluation summary: the returned balloon was tightly folded but was wrinkled sporadically throughout the entire length. The inner member was also wrinkled at the same locations as the wrinkled inner member. The tip was wrinkled distal to the distal taper. The tip was slightly flared. There was no other damage noted to the balloon catheter. There was a bmw guide wire returned frozen inside the balloon catheter. There was 2 centimeters of the distal tip of the guide wire extending out the tip of the balloon catheter. The tip of the guide wire was in a pig tail shape. An attempt was made to remove the guide wire from the balloon catheter but the guide wire was frozen and could not be removed. The noted damage to the balloon catheter appears to be related to resistance with the guide wire during advancement and subsequent attempts to remove. In this case, it appears that a coagulation of blood contributed to the reported difficulty to position and subsequently resulted in the difficulty to remove. The reported difficulty to position and difficulty to remove appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the finished device lot history record revealed no nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and no other incidents have been reported for this lot.